Event description:
It was reported that the customer was hospitalized for high blood glucose of 429 mg/dl. Caller stated that the customer was released and they have to take him back to the hospital and he was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of second hospitalization was 399 mg/dl. Caller stated that the customer had a cold and his infusion sets cannulas where kinked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-99320.